Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper draining was the device was reprocessed with a different procedure from the instruction manual (including cases where leakage test is not performed properly). The event can be detected/prevented by following the instructions for use which state: ¿oer-6 instructions, operation manual chapter 7 section 3, ¿replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the facility's device reprocessor (oer-6 ) cannot drain water sufficiently when replacing the water filter. Per the report, the facility did not replaced the water filter every month and that it was operated for about half a year. This device (scope model gif-1200n) was reprocessed with oer-6 where the water filter was not replaced on the recommended replacement date and was used in a case . There were no reports of patient harm due to this reported event. Related patient identifiers for other devices reprocessed with an affected reprocessor: (B)(6).

Manufacturer narrative:
E1: address: full name of the establishment is (B)(6) hospital, (B)(6). The device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.